Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the reported issue of limited/imprecise motion was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.78mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional findings related to customer reported complaint: the instrument was found to have blade damage at the middle of the blade. Both blade edges were indented. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. Correction(s): b5. Complaint summary was updated to: it was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.